Manufacturer narrative:
This is a final report. Complaint involved a training issue; hence there is no indication of a product malfunction. Therefore no investigation of the product is required.

Event description:
Customer called customer service to request assistance setting up his freestyle lite blood glucose meter. While on the phone customer reported that on (B)(6) 2011 he was extremely tired and believed his blood glucose was high, but was unable to test due to the meter not being set-up. Customer self-presented to his healthcare provider and was diagnosed with "a toe infection that led to an infection in the blood". Customer was treated with an unknown amount of insulin and unspecified antibiotics, which was a change to his normal medication regimen. Customer additionally self-treated with insulin. There was no report of death or permanent injury associated with this event.